Event description:
The event is reported as: the circuit did not pass the ventilator leak test due to leak at the cap. No pt injury reported.

Manufacturer narrative:
Product has been received by MFR for eval, however, the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.